Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patella had tilted and needed replacing.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Update - pain has been added as a patient harm.

Manufacturer narrative:
Conclusion and justification status: the complaint states revision of pfc patella performed on (B)(6) 2016 patella had tilted and needed replacing. Implantation date: on (B)(6) 2012. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming. A complaint database search did not identify any anomalies. A review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.